Manufacturer narrative:
The reported event of infection could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that the infection occurred after aortic valve replacement and root enlargement surgery.

Event description:
On (B)(6) 2018, a 6 x 10cm biocor pericardial patch was implanted. On (B)(6) 2018, the patch was explanted due to infection which reportedly was after aortic valve replacement and aortic root enlargement surgery. Additional information has been requested.